Event description:
There was a report that the patient had been unable to get good connection for recharging. They were not able to reach to the back area well. The healthcare provider tried several times to help with recharging but could only get 2-4 bars. The patient was having a cervical fusion and asked the physician if they could move the implantable neurostimulator (ins) at the same time to an area that was easier to reach. The physician moved the ins slightly more shallow and down and over a bit for easier reach for the patient. The patient requested to move the ins where the physician accommodated and moved the ins a few inches to where the patient could easily reach. It was reported that the issue resolved at the time of the report. No symptoms were reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.